Event description:
Device 2 of 2. Reference MFR report number: 1627487-2014-03154. It was reported, per the patient, the scs system was explanted due to infection. At this time, it is unk where the infection was located.

Manufacturer narrative:
Eval method- device history and sterilization records were reviewed. Results- review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.